Manufacturer narrative:
The full patient identifier for this case is (B)(6). The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the fluidics manifold and lower fluidics block. Following repair, fse performed priming of pipettor, dispense probes and substrate probe. Fse ensured tubing connections in wash buffer pathway were tightened. Fse then ran system check and cardiac and immune quality controls with passing results. In conclusion, the cause of the erroneous non-reproducible elevated access high sensitivity troponin I results is a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported non-reproducible elevated troponin I (access high sensitivity troponin I) result had been generated on the customer's access 2 immunoassay system (part number 81600n and serial number (B)(4)). The initial elevated access high sensitivity troponin I result of 63.2 pg/ml, obtained on (B)(6) 2020 at 03:30 am, was released from the laboratory. The customer reanalyzed the patient's sample on the same access 2 immunoassay analyzer on the same day at 08:35 am and obtained a lower result of 10.2 pg/ml. The customer reported a second draw of the patient, tested on the same access 2 immunoassay system on the same day at 08:36 am, gave a result of 9.3 pg/ml. There was a report of change to patient care or management which occurred in connection with this event. The customer reported that the patient was sent for further cardiac testing. A written attempt to gather more information regarding cardiac testing was made but no other information was provided by the customer. System check and calibration were passing at the time of the event. The customer reported level 1 quality control was failing with high results on (B)(6) 2020 but repeat testing of the quality control material yielded passing values. Samples were collected in becton dickinson (bd) mint green top lithium heparin 13x100 sample tubes. Samples were reported to be clean. Samples were centrifuged at room temperature for 10 minutes, at 3000 rpm (revolutions per minute).